Event description:
On (B)(4) 2013, the reporter contacted lifescan (B)(4), alleging inaccurate results of "33.0 mmol/l" as compared to another meter's result of "11.0 mmol/l". The tests were performed within 30 minutes of each other. This complaint is being reported because the reported results did not meet lifescan's accuracy/precision criteria and the alleged inaccuracy issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.